Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
(B)(4) reported via phone call of customer's issues with high and low blood glucose levels. The customer was having issues with carelink and sensor. The caller reports the customer's blood glucose level was 372mg/dl, but the sensor was reading something lower. The caller states the device passed the test plug procedures. The caller states the customer's most recent blood glucose level was 405mg/dl. The caller states they will be troubleshooting with the customer, and will call back if issues persist.